Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was unable to charge the pump using multiple tandem usb charging cables purchased outside of tandem. There was no adverse impact to customer's blood glucose level. A replacement cable was sent to the customer to resolve the issue.